Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps (mbf) instrument involved with this complaint to perform failure analysis (fa) testing. The product has been received and the fa is still in progress.

Event description:
It was reported that during central processing, maryland bipolar forceps (mbf) instrument's plastic part was burnt. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the thermal damage was found during reprocessing. The instrument was inspected prior to reprocessing, but no issue was found. During the last usage, no arcing was observed on the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy with signs of arcing on 3 of 3 attempts. Recent logs could not be verified to determine if a monopolar scissor was used during the procedure. The complaint was confirmed by failure analysis.